Manufacturer narrative:
The complaint on the cl3011 device could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint. Updated information can be found in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. The reporter stated that they are having an issue with primary tubing. On the primary tubing at the top of the cassette, there is a blue connection where we put the secondary tubing. There is a little clear piece that pushes down inside the connector when the secondary tubing gets attached. After this, it goes back to original position when we take the secondary tubing off. For the malfunctioning tubing, that clear piece is going down when we apply tubing but won¿t go back to original position when we take the tubing off. It gets stuck down and also won¿t allow any medication to flow through either the primary or secondary tubing. There was no report of human harm associated with the complaint/event.